Event description:
It was reported that the patient experienced a surgical procedure to reimplant an inflatable penile prosthesis (ipp) device due to unspecified reasons. A patient outcome was not reported.